Event description:
It was reported that during a da vinci prostatectomy procedure, the prograsp forceps instrument was noted to be not working properly, noted wires coming out of the tip. The instrument was replaced. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observation not reported was the distal end of the instrument's main tube exhibited various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.